Manufacturer narrative:
Date of event: this event occurred during between (B)(6) 2022 to (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed in a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: july 20, 2021 - july 21, 2021. H10: the device was received for evaluation. Visual and magnification inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.